Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. However, the pump had intermittent button response on the esc and act buttons due to flattened dome switches. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 350 mg/dl. The customer reported that they have backup plan available. Customer was treated with insulin pump. The customer was unable to complete the troubleshooting because the buttons are really hard to push and can't get it move passed this point to rewind. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 400 mg/dl. The customer can't use the buttons they are too hard and can't get passed the rewind fill tubing. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.